Event description:
Pt had the sultzer spine-tech bak cages used during an l5-s1 lumbar fusion to treat diskitis at that level. Hosp stay was normal and recovery was on track for the first 3 months. After that pt began experiencing more and more pain. It turned out their cages were moving and the motion was causing pain and the motion was preventing any fusion from occurring. About 6 mos after the initial procedure, pt had a posterior fusion 5/18/00 at the l5-s1 level with plates and screws to stabilize the cages so that they will heal.